Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high right atrial (ra) impedance measurements of greater than 3000 ohms. The device was checked and measurements were in normal range; however, with patient isometrics, noise and impedance measurements of greater than 3000 ohms were noted. An imaging study was performed to visually check the ra lead, but did not show anything abnormal. The device was reprogrammed. No adverse patient effects were reported. The device remains in service.